Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The xience pro is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that three xience pro stents were implanted in the patient without issue (B)(6) 2015. The patient was seen one year post procedure and returned with chest pain. An angiogram was performed and the results were not provided. The patient returned again in (B)(6) 2016 and the angiogram revealed necrosis/myocardial infarction distal to the stent implants. The patient had bypass surgery as treatment. No additional information was provided.

Manufacturer narrative:
(B)(4). The stent remains in the vessel; the delivery system was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot number was not provided. Angina and myocardial infarction are listed in the xience pro x eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. A cine was received and reviewed by an abbott vascular clinical specialist. The images provided are from january 2015 and show the right coronary artery intervention, but the final image provided does not show a good result. Lesion areas are maintained and the flow looks irregular. Based on the case information and related record review, a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined and there is no indication of a product quality issue with respect to manufacture, design or labeling.